Manufacturer narrative:
Further follow up information was received which indicated the lead that was involved in the microdislodgement is lead serial number (B)(4). This report has been submitted in regulatory report# 2649622-2015-05933. There is no complaint against this lead.

Event description:
It was reported that the doctor stated the lead had shifted again. There was also low impedance and high threshold on the right ventricular (rv) lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).